Event description:
Non-specific systemic illness.

Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5112029. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side non-specific systemic illness and left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Correction: b5

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: b3: additional date of event for added event problem (B)(6) 2023 date of event for the capsular contracture baker grade 3 d6b, h6 sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Non-specific systemic illness and capsular contracture baker grade 3.